Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A check valve test was performed and the check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The returned column was connected to a concha water bottle in correct positioning and both upper and lower tubes were punctured into concha water bottle. The conchasmart column filled to the bottom of the level sensing tube and stopped as expected. This was repeated with a 1/2 full and low (level at bottom of label) water level bottles with the same results. Ventilation testing was also performed. The complaint was unable to be confirmed as the situation was not able to be recreated to show the amount of ventilatory volume difference between clamped and unclamped as documented in the complaint.

Event description:
The complaint is reported as: there was an "air lock in the column causing volume loss to the column and bottle". It was also reported that the "volume increased 15ml on a patient with no change in pip, clamped top line and volumes dropped back to baseline." The column was replaced. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since the provided lot number is not valid for the product code. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: there was an "air lock in the column causing volume loss to the column and bottle". It was also reported that the "volume increased 15ml on a patient with no change in pip, clamped top line and volumes dropped back to baseline." The column was replaced. There was no harm to the patient.